Event description:
Additional information was received from the physician that the increase in seizures and altered perception in stimulation were unrelated to vns and due to decrease in medication. Clinic notes were provided indicating vns helps with the patient&#39;s seizure frequency.

Event description:
It was reported by the patient¿s mother that the battery is suspected to be dying as they are unable to perceive stimulation and have been having an increase in seizures. No known surgery for the reported events has occurred to date. No additional relevant information has been received to date.